Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that the reported issue of the device shutting down could not be replicated during testing. Device logs from the event date of 12/31/25 were reviewed. Log shows that the device shut off unexpectedly, with the last power-off event payloads recorded as a depleted battery and battery removal. During depot testing at zoll UK, the battery communication failure was replicated; however, the unexpected device shutdown could not be reproduced. Two batteries (aj24jas0691 and aj25eas2231) were returned with the device. The battery communication failure was replicated with battery aj24jas0691. After cleaning both the battery contacts and the device battery communication pins, no further battery communication failures were observed. No functional issues were identified with the battery following cleaning. As a precautionary measure, the battery connection assembly on the device was replaced. The device was recertified and returned to the customer. No emerging trend based on similar reports

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shuts down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.